Event description:
A complaint was initiated on (B)(6) 2026 following notification of a bone fracture that occured during original surgery dated (B)(6) 2026 while implanting the taper post.

Manufacturer narrative:
The complainant made no indication of any arthrosurface device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the device in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.